Event description:
It was reported the pt passed away in his sleep. The pt had undergone a complete scs system explant 10 days prior. As such there were no sjm products implanted at the time of death.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.